Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens was removed without enlarging the incision due to the surgeon changing his mind and using anterior chamber lens. No pt injury. The reporter stated that staar's phacocmulsification equipment was not used for this procedure.